Manufacturer narrative:
During the evaluation of the device at the manufacture's service center, a failure of the device to power on with ac power was observed. The device's power supply was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.